Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and without the device to analyze, a cause of the reported crack (luer) could not be determined. The reported leak appears to be a result of the crack. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report a crack, causing a leak. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4 with tethered leaflets. During the procedure, a crack in the luer lock on the hemostasis valve was observed, causing a leak. The steerable guide catheter (sgc) was replaced and one clip was implanted with no reported issue, reducing mr to grade 1. There was no clinically significant delay in the procedure and no adverse patient effects.